Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/08/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification performed showed the lens of the preload system was jammed/stuck and broken at the cartridge tube and tip sections. Part of the leading haptic of the lens was observed not folded and out of the cartridge tip. The rod tip partially overrides the lens in cartridge. Part of the rod tip can be observed out of the cartridge tip. No cartridge defect such as ¿tip deformed¿ was observed on the returned unit. The reported issue was not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The device was not used. The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The device was not used. The intraocular lens was not implanted.; therefore, not explanted. (B)(6). Cartridge tip deformed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was deformed and could not be used. There was no patient involvement/injury. No additional information was provided to abbott medical optics.